Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay of therapy following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of levophed, and the delivery was started. No specific programming parameters were provided. At an unspecified time, an unspecified channel of the device was programmed for piggyback delivery of azithromycin, zosyn, and fentanyl, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the device alarmed proximal occlusion with no proximal occlusion found. It was reported that the nurse reprimed the tubing set; however, the nurse was unable to clear the alarm. The device was removed from clinical service. Therapy was resumed using a replacement device and a replacement tubing set. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add¿l info was provided.